Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. The pt had been admitted over the weekend after he came in with his aicd firing and had chest pain. The pt was reported to have had a recent stroke during the current hospital stay and support was withdrawn.